Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and dilaudid, dose and concentration not reported, via an implantable pump. The indication for use was non-malignant pain. The patient reported that the pump started to alarm (B)(6) 2016. The patient had seen their healthcare provider on (B)(6) 2016 and the healthcare provider had ordered the medication for the refill. The patient then saw the healthcare provider on (B)(6) 2016 and the healthcare provider was ¿not able to refill and it won¿t take the medication¿. When asked to clarify the patient stated ¿it won¿t allow him to put medication in and the pump is broke¿. The patient stated that the healthcare provider can access the port but it won¿t allow him to refill the main reservoir. The patient¿s last refill was (B)(6) 2015 but the patient wasn¿t using the ptm much. The patient was due for a refill (B)(6) time frame. The patient noted using their ptm since their last refill. The patient planned to follow up with their healthcare provider. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.